Manufacturer narrative:
Concomitant medical products: product ID: 37761, serial# (B)(4), product type: recharger. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 37761, serial# (B)(4), product type: recharger. Analysis of the desktop charger ((B)(4)) found a broken connector.

Event description:
It was reported that the patient just got out of the hospital for a heart issue and needed to charge but part of the unit wasn't working; the arrow piece didn't plug in (which occurred in (B)(6) sometime). It was also stated that the plug in for the recharger broke meaning the part that plugged into the wall. The implantable neurostimulator recharger (insr) wasn't charging, the connector pin was loose, and the patient couldn't walk because she was in so much pain. It was noted that in the last two to three weeks is when it got bad but she had been in pain for years. No outcome was reported regarding this event. The indication for therapy was radiculopathy and spinal pain. Further follow-up is being conducted to obtain this information. If additional information is received, the event will be updated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.